Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that falsely elevated results were obtained on four patient samples, including three samples for carcinoembryonic antigen (cea) and one sample each for cancer antigen 19-9 (ca 19-9) and alpha fetoprotein (afp) on an atellica im 1600 analyzer. Quality control (qc) recovered out-of-range on the day of the event for the affected assays. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse identified auto check failure due to fluidics, inspected the fluidic lines, and observed loose tubing, air in most of the lines, and leaking tubing at the wash manifold. Next, the cse repaired tubing, performed dry-to-wet procedure and maintenance tasks, initialized the analyzer, and ran auto check, which passed successfully. Then, the customer ran qc, which recovered acceptably. Siemens evaluated the event and concluded that the tubing leak at the wash manifold potentially contributed to the falsely elevated cea, ca 19-9, and afp results. The analyzer is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated results were obtained on four patient samples, including three samples for carcinoembryonic antigen (cea) and one sample each for cancer antigen 19-9 (ca 19-9) and alpha fetoprotein (afp) on an atellica im 1600 analyzer. For sample identifier (B)(6), the erroneous results were obtained for both cea and ca 19-9 assays. The erroneous results were reported to the physician(s), and it is unknown whether the results were questioned. The samples were repeated on an alternate atellica im 1600 analyzer. The repeat results recovered lower than erroneous results. The repeat results were reported as the correct results to the physicians. It is unknown if there are any known reports of patient intervention or adverse health consequences due to the falsely elevated cea, ca 19-9, and afp results.